Event description:
It was reported that the handle broke in half during surgery.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the handle broke in half during surgery. No delay. No impact or injury to patient reported. No confirmation of backup was received.